Event description:
It was reported that an overdischarge was confirmed. This was stated to be the first overdischarge. A physician mode recharger (pmr) was performed but did not successfully reset the device. The device was stated to be out of service and the patient was going to be scheduled for replacement in the few months following this report. X-rays had been done and confirmed the device had not flipped. The patient was noted to be alive with no injury and no patient symptoms were reported. Follow-up was performed to determine the cause of the overdischarge, if the patient had experienced any symptoms, and how the patient was doing. This event will be updated if additional information is received.

Event description:
Follow up information received reported that the cause of the patient¿s od on their implantable neurostimulator (ins) was non-compliance and confirmed that it was to be replaced in the next few months because it could not be brought out of the od condition. The patient did not experience any symptoms during the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that they had the implantable neurostimulator (ins) replaced on (B)(6) 2015 due to over discharge. No further complications were reported/expected.